Event description:
It was reported that a user experienced a connection and pairing failure between a dexcom g7 sensor and the ilet, during which the ilet intermittently prompted to replace or stop the sensor before ultimately displaying glucose values after guided re-pairing. Symptoms included hyperglycemia with a highest glucose of 288 mg/dl lasting about an hour, without ketone testing or use of backup therapy and without medical intervention. Outcomes included temporary hyperglycemia without injury, loss of consciousness, or hospitalization. Investigation included remote troubleshooting and user education, which resolved the pairing issue and restored glucose display on the ilet. Investigation of this case revealed a transient communication or pairing malfunction limited to ilet-to-sensor integration, with functionality restored after re-pairing and no device component replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-system pairing error and transient communication issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.